Event description:
During surgery from gamma long nail when the surgeon inserted a set screw, the tip of the screw driver broke. The surgeon tried to retrieve the tip of the screw driver, but was unable to retrieve it.